Event description:
Smj#cffh061. During a pre-use check, the customer noticed the end of the tube was damaged and circulation water was leaking from there. No patient injury.

Manufacturer narrative:
One fluid warming disposable was returned for evaluation. Visual inspection of the device found it have a broken luer. A review of the leak testing performed was conducted in order to verify that was properly performed; no discrepancies were detected during the testing. The problem source has been determined to be unknown.

Event description:
It was reported that during a pre-use check, the customer noticed the end of the tube was damaged and circulation water was leaking from there. No patient injury.